Event description:
The lesion was located in the superficial femoral artery.

Event description:
It was reported that during a pta/stenting treatment procedure involving the superior femoral artery, the symphony biliary stent did not fully expanded. The stent was removed and a new symphony biliary stent was used. The procedure was successfully completed. The pt was asymptomatic during this event. The lesion being treated was tortuous and calcified with a 80% stenotic lesion. No pt injuries or complications were reported. The pt status is reported as 'fine'.